Manufacturer narrative:
If explanted; give date: not applicable; to date the lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned; it remains implanted. The consumer''s reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The review revealed that the product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper handling and use of the product. Historical analysis: a search revealed that no similar investigation request has been received for this production order number. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient called to report her experience with the intraocular lens (iol) implants. Patient underwent bilateral lens implants in (B)(6) 2018. Patient reported she started to have halos/glares and circles around the lights when driving at night right after surgery. In the morning, she had to wear anti-glare sunglasses because of the glares and could not read up close. Patient was prescribed prescriptive glasses and would be picking them up the following week as her doctor said that it will help with her vision. Doctor performed a laser procedure on the right eye to remove scar tissue. The doctor informed the patient that it was too soon to determine if the customer may need a lens exchange and she was advised to wait for a year before considering lens explant(s). Patient had bilateral lens implants; this report represents the lens implanted in the left eye. A report will be filed for the lens implanted in the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.